Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device experienced a power supply failure. It was noted by the customer that the device was not recognizing the installed battery despite the battery and power supply working in another mrx. There was no patient involvement.